Event description:
The distributor reports incident in which microbubbles were formed in the extracorporeal circuit and the hemodialysis machine in use failed to alarm. A small stream of microbubbles passed the air detect sensor may have been administered to the patient causing difficulty breathing and coughing. Patient was administered oxygen and placed in trendelenburg position. The patient recovered in approximately 10 minutes. The actual bloodline in use at the time was evaluated and no leaks or other defects were found.the machine manufacturer issued recalls for this issue in 2004 (recall #z-0758-04) and 9 months later, (recall # z-0367-05). The reported event is a machine related problem that has been identified by the machine manufacturer and communicated to FDA and all machine users. This MDR is filed for the bloodline as a concomitant product.